Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1388tc-52 competitor implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the atrial lead had two episodes where some of the p-waves were undersensed. The lead remains in use. No patient complications have been reported as a result of this event.